Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that while performing a correlation study between the axsym digoxin ii assay vs. The axsym digoxin iii assay they noted that a pt sample result generated on the axsym digoxin iii were higher compared to axsym digoxin ii. There was no impact to pts management reported.